Event description:
It was reported that the customer experienced high blood glucose levels (305 mg/dl). The customer has gone back to using manual injections. The pump appears to be functioning as expected.

Manufacturer narrative:
No product has been returned for eval. Should new info become available, a supplemental report will be submitted.